Event description:
Pt admitted with acute pancreatitis secondary to a gallstone in the common bile duct. A dual lumen PICC line was inserted five days later and an ivc filter was placed the next day. A radstic guidewire was used in the insertion of the PICC line. PICC line was dc'd 24 days later, prior to discharge. Pt readmitted forty days later, with sepsis and chest CT revealed a metallic density embedded in the left pulmonary artery that cannot be removed at this time. The metallic density cannot be identified conclusively because pt had 2 vascular procedures. The rn who inserted the PICC line did not note any defects with the guidewire, but did have 2 defective guidewires around the same time period that were discovered before they were used. We cannot say for sure where the metallic piece came from and there is too great of a risk to remove it - it remains embedded in the pt's pulmonary artery.